Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds. The doctor suspected the rv lead was compromised from friction with the atrial lead overtime. The lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Additional information to correct b5: describe event or problem and d6b: explant date. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds. The doctor suspected the rv lead was compromised from friction with the atrial lead overtime. The lead was explanted. No additional adverse patient effects were reported. Additional information from the field indicated that the lead was not explanted rather, the lead was surgically abandoned.